Manufacturer narrative:
Submit date: 09/24/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned consisted of two (2) adult adapters attached to the extensions that were received cut from the catheter. The rest of the catheter was not received. One of the adapters is an arterial adapter and the other is a venous adapter. Both were examined visually and no defects were identified. This complaint has not been confirmed. Based on the available information, the most probable root cause (if the adapters would be found cracked) can be considered as misuse: the instructions for use were not followed causing adapter over tightening. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the adapter was cracked. The catheter (36cm) was only used for 3 months. The physician found the crack during hemodialysis treatment. The product was tested prior to use. There was no patient injury. No additional information was provided.